Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue, subsequent difficulty removing the cds through the sgc and misaligned alignment markers could not be determined. The reported gripper actuation issue was likely a result of procedural conditions, as difficult device removal can result in damage to the clip components. As the gripper actuation issue was identified after removing the cds from the sgc, this indicates that the gripper actuation issue was a secondary effect of the difficult device removal. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The sgc referenced is filed under a separate medwatch report.

Event description:
This is filed to report the irregular movement, difficult removal and the gripper arm issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. After the clip delivery system (cds) was advanced into the left atrium, the m-knob was turned, but the cds moved in the opposite direction. It was believed that the cds was miskeyed. The cds was removed back into the steerable guide catheter (sgc). Resistance was felt when pulling back inside the sgc; however, it was able to be removed. Clip movement was checked to ensure no damage occurred. One gripper arm did not move down; therefore, it was decided to replace the cds and use a new one. The case was completed successfully with the final mr reduced to grade 1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.